Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an interventional thoracic endovascular aortic repair (tevar) procedure. Reportedly, four prostyle devices in total were used, but cuff misses [suture retrieval issues] occurred with two devices [the first device and the third device]. The second and fourth devices were successfully deployed. The sheath was upsized to a 20f sheath and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatments appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is filed under separate medwatch report number.